Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient's femoral artery was nicked during the cardiomems sensor implant procedure, which resulted in a hematoma. The hematoma worsened and the patient had to be readmitted to the hospital for treatment requiring blood transfusions and an additional procedure. The patient received care in the hospital for 8 days, after which they were discharged and are at home recovering. Further information has been requested from the clinic - pending updates.